Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's ready for use indicator displayed a red x, the device chirped, and would not power up there was no reported pt involvement.